Event description:
A dynaflex device was implanted, date not indicated. The entire device was removed from the pt on 4/22/97, due to during last 6 months it didn't work. An ambicor device was implanted. Ams has requested add'l info.